Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that a pocket revision was performed in which this implantable cardioverter defibrillator (ICD) was tied down tighter. Moreover, it was likely the patient manifested twiddler's syndrome. Additional information from the field representative which indicated that this device migrated and was causing discomfort to the patient. Physician surgically moved this device to acceptable location and secured with sutures. The device remains in service. No additional adverse patient effects were reported.